Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was not impacted. A supply change was performed resolving the issue. Reportedly, the customer was using fiasp insulin within the pump supplies. Tandem technical support advised the customer against using fiasp as it is considered off-label.